Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient contracted meningitis on (B)(6) 2013. The patient was hospitalized for 1.5 months (specific dates not reported) and recovered completely. The implanted device remains. The patient did not receive pre implant immunizations, however, did receive pre operative antibiotics (specific type not reported). There was a reported csf gusher at the time of implant surgery that was managed by packing with fascia. It was reported that at the time of meningitis, the patient was diagnosed with otitis media, as well as a perilymph leak on the contralateral side. Bacteria (not specified) was found in a culture from csf.